Manufacturer narrative:
The investigation has determined that higher and lower than expected vitros tsh results were obtained from multiple samples from a single patient when tested on multiple vitros 5600 integrated systems. A definitive cause for the higher than expected patient sample results was not established. A vitros tsh lot 6215 reagent issue cannot be ruled out as a contributor to the event, as the results for the same patients were as expected when tested using vitros tsh lot 6170. However, the quality control results on the day of the event were acceptable indicating acceptable vitros tsh lot 6215 reagent performance. Ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tsh reagent lot 6215. Improper pre-analytical sample handling could have contributed to the higher than expected vitros tsh patient sample results. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An instrument issue cannot be ruled out as a contributor to the event. No precision testing was conducted on the instruments; therefore the performance of the instruments was not verified, and cannot be ruled out as a contributor to the event. No information was provided regarding instrument maintenance, therefore it could not be determined whether the customer was performing maintenance according to protocol. It is possible the customer was not performing adequate maintenance on the instruments, which could lead to issues with vitros tsh results.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report lower and higher than expected tsh patient sample results obtained using a vitros immunodiagnostic products tsh reagent on a vitros 5600 integrated system when compared to historical vitros tsh results obtained for the same patient. Patient 1 results of 0.209, 2.64, 82.2, 39.5, 25.8 and >100 miu/l when compared against each other. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The customer confirmed that the higher than expected result for the patient was reported from the laboratory to a clinician. No treatment was initiated, altered, or stopped based on the reported result. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).